Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was cracked and there was an open green (3.3v) wire inside the cable. The cause of the code 204 is the damaged connector and open wire. The root cause of the open wire is excessive force placed on the cable.

Event description:
Review of service data performed on 09/30/2019 detected a reportable problem. Belt sn (B)(4) displayed service code 204.